Manufacturer narrative:
The patient is involved in a settlement involving the sprint fidelis lead model captured in e1062853. Per legal, all information known was provided per the complainant and no further information is available. Therefore, no attempts for additional information will be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Review of the manufacturer's database indicated that the patient had died approximately two months post the implant of the replacement device and lead.